Manufacturer narrative:
The insulin pump received with broken off or missing end cap. The reservoir tube lip was partially broken off but the test reservoir locked in place properly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir was damaged. The customer blood glucose level was 14.8 mmol/l at the time of the incident. The customer reported crack on the reservoir and missing segments. The reservoir was able to lock in place when inserted into the insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.